Manufacturer narrative:
Investigation summary: the device was visually inspected and the pebax was found with a hole and reddish material inside. Then, electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of specification. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object and/or excessive manipulation. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The tc failure is detectable in production. However, the wires can be broken during the procedure due to the manipulation of the device. This failure does not represent any patient safety impact. The root cause of the pebax damage cannot be determined. Concomitant product: thermocool® smart touch® sf bi-directional navigation catheter, us catalog #: d134805, lot #: 17682888l. Carto system, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. After the thermocool® smart touch® sf bi-directional navigation catheter was inserted into the patient¿s body and the ablation was conducted, the temperature limiter worked and the ablation stopped. Ablation was re-conducted, but the same issue occurred. The location of the ablation was changed but the issue did not improve. The catheter was removed from the patient¿s body and the irrigation was checked. It was confirmed that there was no irrigation issue. The cable was changed but the issue continued. When the catheter was changed (same lot number) and they connected to the patient interface unit, a signal noise occurred on all the electrical potentials. The cable was changed but the issue continued. The issue was resolved by again changing the catheter. The procedure was completed without patient's consequence. Additional information was received on the event. The generator was set to power control mode. No information was received on the temperature, impedance and power. It was confirmed that the generator stopped the ablation when the temperature cutoff value was exceeded. It was confirmed that the signal issue was interference on the intracardiac channels on at least the carto system. However, the body surface ECG at polygraph was available. The high temperature issue was assessed as not reportable. Since the generator stopped delivering radio frequency, the potential that it could cause or contribute to a death or serious injury was remote. The noise issue was also assessed as not reportable. The response received confirmed that only the intracardiac signals were affected. The body surface signals were available to monitor the patient¿s heart rhythm. This mitigates the risk that the patient¿s ECG rhythm would be unobservable at any point during the procedure. The risk to the patient was low. The biosense webster failure analysis lab received the device for evaluation and found on may 8, 2018 that the pebax was found damaged with a hole and reddish material was observed. Additional assessment was performed and the scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The sem results confirms the damages previously reported on the pebax. The hole on the pebax was assessed as a reportable malfunction. The awareness effective date was may 8, 2018.